Event description:
Same case as MDR #6000089-2006-01944, 6000089-2006-01945 and 6000089-2006-01943. It was reported that during a coronary artery drug eluting stenting treatment procedure, there was aortic bleeding and the next day the pt died. The pt was treated with a ptca procedure due to persistent angina after bypass surgery. The pt was found to have failure of several bypass grafts and surgeons wished to avoid repeat bypass surgery. Via the right femoral artery, an arrowflex 7fr 24cm sheath was inserted. (A long sheath placed because of difficulty in crossing the aortic bifurcation). A 7 fr voda-l 3.5 guide catheter was inserted and advanced to the left coronary artery. This catheter was used for both angiography and intervention. A luge guidewire was inserted and advanced down the circumflex (cx) and a pt guidewire was inserted and advanced down the ramus. The left main trunk bifurcation stenosis into the cx was treated using a 2.5x15mm guidant fx minirail rx cutting balloon with several inflations at 6 and 8 atm. Then a 2.5x20mm taxus express2 drug eluting stent was deployed at 16 atm for 35 seconds in the proximal left posterior descending artery (lpda). It became apparent that there was another severe lesion farther down in the lpda that was treated using a 2.5x12mm taxus express2 stent deployed at 14 atm for 35 seconds. The 1st obtuse marginal (om) was then stented using a 2.5x12mm taxus express2 deployed at 14atm for 35 seconds. The left main (lm) was then stented using a 3.0x16mm taxus express2 stent deployed at 20 atm for 35 seconds. To try to provide better flow into the ramus branch, the pt2 guidewire was redirected into the ramus and a 2.25x15mm quantum maverick balloon was inflated to 12 and 14 atm. Final arteriograms were performed after the balloons and guidewires had been withdrawn. A 6fr kr-4 guide catheter was inserted and advanced to the right coronary artery (rca). "When angiography was performed here, however, it was apparent there was contrast in the wall of the aorta and possibly outside the aorta as well. A pigtail catheter was then used for supravalvular aortography even as the surgeons were summoned." The source of the leak was not apparent. The left coronary artery was imaged again using a 6 fr fl-4 diagnostic catheter. The catheters were then removed and the pt was transferred to the operating room for emergency surgery for repair of the aorta. After deployment of the stent in the lm the pt began experiencing chest pains that persisted. It was reported that the pt was hemodynamically stable when he left the cath lab. The 95% stenosed lm, the two 90% stenosed lesions in the lpda and the 90% stenosed 1st om were all reduced to 0% residual stenosis. Medications received during the ptca procedure included angiomax, nipride, tridil, fentanyl and versed. In the operating room the pt underwent redo sternotomy, aortic transaction and exploration. Redo coronary artery bypass graft times two with saphenous vein graft (svg) to the om and svg to the rca and repair of pulmonary artery laceration. An intraoperative transesophageal echo did not show any evidence of an aortic dissection. The physician was unable to identify any evidence of any active bleeding in and around the aorta. After the pt was placed on cardiopulmonary bypass, the aorta was cross clamped and carefully examined both on the inside and outside and no evidence of a dissection or actual perforation could be identified, even after instilling cardioplegia down the right and left coronary arteries. During the examination of the aorta an incidental laceration of the pulmonary artery occurred and was repaired and the aorta was closed with a 3-0 prolene suture. The pt's chest was not closed and was left packed open due to intense oozing and cardiac edema. The pt was returned to the cardiothoracic intensive care unit in critical condition. The next day, the pt was treated in the intensive care unit for continued bleeding. The dominant bleeding site appeared to be a side branch of the vein graft to the om. This was controlled with a 7-0 prolene suture. Electrocautery was also performed on multiple mediastinal "fat pad" bleeding sites on both the left and right sides. Later this same day, the pt experienced right ventricular failure and was taken to the operating room again for placement of an abiomed (right ventricular device). The pt was weaned from cardiopulmonary bypass, but did not separate well. His left ventricle now was noted to have severe dysfunction along with his right ventricle. Despite maximal resuscitative efforts in the operating room, the physician was unable to get the pt back into a stable situation. The pt was pronounced dead in the operating room at 1330 p.m.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available, a supplemental medwatch report will be filed.